Event description:
Per the surgeon's op note: the 21-gauge needle of the microcatheter introducer kit was used to cannulize the left subclavian vein, which was done easily. We had good blood return. The fine wire of the microcatheter introducer kit was then threaded through the 21-gauge needle. The wire would not pass. The needle was withdrawn. Upon attempting to remove the wire, it seemed to be stuck in the clavipectoral fascia. We employed fluoroscopy and indeed it appeared that the very flexible tip of this fine j-wire had actually doubled back and even knotted on itself. It could not be retrieved manually. For this reason, after infiltrating additional local anesthesia, I extended the port pocket incision in the left infraclavicular space. A combination of sharp and blunt dissection was used to dissect down to the clavicle at the entry site of the wire. Using fluoroscopy, we determined the exact location of this coiled and knotted tip of the wire and it was removed with blunt and sharp dissection from the clavipectoral fascia. It was actually removed in 2 small pieces at the tip. We employed fluoroscopy to identify the location and triangulate the location, which assisted us in locating this foreign body in the chest wall musculature. After we had retrieved it, we employed fluoroscopy to scan the entire left subclavian area, the great vessels, the heart and the lungs and there was no evidence of retained foreign body. We then proceeded with port-a-cath insertion.